Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. No new information

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that during an unrelated medical procedure, they turned their ins off and turn it on after the procedure but noticed problems voiding and pain from their right lip to their right leg and they changed programs and it was better. Patient also reported that they felt like they had a full bladder like they had to go but all they could do was dribble. They tried to increase stimulation and encountered the upper limit screen. Patient synced during the call and stimulation was on , on program 4 at 2.7v and trying to increase to 2.8 caused upper limit , patient was able to decrease to 2.6. Patient was redirected to their health care professional. No further complications were noted or anticipated.